Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced serious and permanent injuries, pain, disfigurement, physical impairment, progression of existing conditions and has required and will require continued medical treatment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated that the patient underwent a reoperation for vaginal pain with vaginal stenosis 5 months after the initial operation for stress urinary incontinence.

Manufacturer narrative:
(B)(4)- extrusion, unspecified urinary problems, recurrence, dyspareunia, significant pain control issues, tenderness at site of sling insertion, surgical and nonsurgical interventions. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced pain, erosion, extrusion, unspecified urinary problems, recurrence, bleeding (blood loss), dyspareunia, significant pain control issues, abdominal pain, vaginal pain, tenderness at site of sling insertion, pelvic pain, vaginal stenosis, paravaginal space scarring, nausea, vomiting, additional surgical and nonsurgical interventions.